Event description:
Product was surgically implanted in pt on 4/8/95. The last reported use without incident was 2/26/96. On 3/11/96 during attempted use of product, no blood return was noted. At that point pt was sent for studies which confirmed via chest x-ray and fluoroscopy that port tubing had separated and lodged in right ventricle and right ventricle outflow tract. On 3/12/96 pt underwent removal of port reservoir and silicon catheter. Postoperatively, pt did not experience any significant leg or chest pain, and catheter site was healing well.